Event description:
It was reported that the patient presented in clinic with muscle stimulation. The pulse generator exhibited back-up vvi operation. After a device download, the device resumed normal function.

Manufacturer narrative:
(B)(4).